Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they noticed a more rapid decline in the battery voltage in the 6 months prior. It was also reported the patient had an onset of orthostatic hypotension symptoms. To resolve the decline in battery voltage, eri, and return of symptoms the patient reported they increased hydration, avoided excessive sun and heat exposure, and monitored levels of salt. It was reported the issues were not resolved. The battery continued to decrease at the same rate and was at 2.61 v on (B)(6) 2018.

Manufacturer narrative:
Event date is approximate. Year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had an eri on their non-rechargeable device. There was no allegation or dissatisfaction with ins longevity reported. The caller reported the health care professional (hcp) wanted him to take his monitor on their trip to disney and keep checking. The patient stated he was already starting to feel the effects of not having it fully charged. The patient did a check with the patient programmer (pp) during the call and reported he was at 2.65. The patient stated that since (B)(6) 2018 he had noticed a very accelerated decline in voltage and noticed his dystonia coming back. The patient also noticed more tremoring in his legs and a lot of salivation and drooling. The patient's wife reported that in (B)(6) 2018 when the patient was rushing up a hill in high altitude at the equator he had felt faint and had a fall. The patient said he had low blood pressure anyway prior to implant. The caller was redirected to follow up with the hcp regarding symptoms.